Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had issues with their serter. The customer stated their serter does not fully fire. The customer also reported receiving no delivery alarms. Customer's blood glucose was 290 mg/dl. The customer declined to troubleshoot for the high blood glucose. The customer also stated the serter not releasing properly was causing the no delivery alarms. The customer's serter will be replaced. No additional information provided.